Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported via a hot line call that the rn from the intensive care unit called the clinical support specialist (css) and stated that they had lost the ECG on the pump. They got lead fault alarms ra, ll, and v. The electrodes and cable were fully changed without return of the ECG. The patient was triggering off ap (arterial pressure) from the fiberoptix. The css had the rn change the lead configuration without success. The css suggested the rn change the pump out and have this pump sent to biomed for servicing. The patient was stable and supported appropriately at the end of the call.

Manufacturer narrative:
(B)(4). Evaluation: no part or recorder strips were returned to the teleflex (B)(4) for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "ECG waveform missing" is confirmed based on the detail and information provided to the clinical support specialist. The root cause of the reported complaint cannot be determined.

Event description:
It was reported via a hot line call that the rn from the intensive care unit called the clinical support specialist (css) and stated that they had lost the ECG on the pump. They got lead fault alarms ra, ll, and v. The electrodes and cable were fully changed without return of the ECG. The patient was triggering off ap (arterial pressure) from the fiberoptix. The css had the rn change the lead configuration without success. The css suggested the rn change the pump out and have this pump sent to biomed for servicing. The patient was stable and supported appropriately at the end of the call.